Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 2.0mmx30mmx143cm coyote nc balloon catheter was advance for dilatation. During the procedure, the balloon ruptured after the first inflation at 14 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.